Event description:
As reported per echo 2 clinical trial, (B)(4): the subject patient underwent a primary laparoscopic repair of a ventral umbilical hernia using a bard/davol ventralight st mesh w/echo 2 positioning system along with excision of umbilical stalk lesion on (B)(6) 2019. During insertion, the echo 2 ps separated from the mesh upon insertion into the trocar. Both pieces (mesh and positioning system) were removed from the patient. The surgeon utilized another ventralight st mesh w/echo 2 positioning system to complete the procedure. The patient was discharged the same day. The adverse event was assessed by the clinician to be definitively related to the procedure and the study device, with a classified severity of mild.

Manufacturer narrative:
As reported, the echo 2 positioning system separated from the ventralight st mesh during insertion through the trocar. Both the mesh and the positioning frame were removed in their entirety. There was no patient injury reported. The subject device is not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirm product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2018. H.11: addendum to make a correction to annex c code and to correct a typo in h.10: corrected fields: h6, h10 (corrected (B)(6) 2019 to (B)(6) 2018) should additional information be provided, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
As reported, the echo 2 positioning system separated from the ventralight st mesh during insertion through the trocar. Both the mesh and the positioning frame were removed in their entirety. There was no patient injury reported. The subject device is not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirm product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov, 2019. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported per echo 2 clinical trial, dvl-he-020 ecrf: the subject patient underwent a primary laparoscopic repair of a ventral umbilical hernia using a bard/davol ventralight st mesh w/echo 2 positioning system along with excision of umbilical stalk lesion on (B)(6) 2019. During insertion, the echo 2 ps separated from the mesh upon insertion into the trocar. Both pieces (mesh and positioning system) were removed from the patient. The surgeon utilized another ventralight st mesh w/echo 2 positioning system to complete the procedure. The patient was discharged the same day. The adverse event was assessed by the clinician to be definitively related to the procedure and the study device, with a classified severity of mild.